Manufacturer narrative:
This report is submitted on july 25, 2023.

Event description:
Per the clinic, the patient experienced head injury and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on november 20, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 29, 2023.